Event description:
Customer reported a chemo spill occurred due to the spike slipping out of the b. Braun excel bag. Fluid spilled on patient and staff however there were no vesicants. There was no report of patient or staff harm and no medical intervention was required. Customer states that no further patient or event information was available.

Manufacturer narrative:
(B)(4). Although requested, the affected device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.